Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with the top case cracked/chipped by the front right and left bottom corner, visible contamination and counterfeit super cap found in the main board. Event log history was performed and indicated that pump motor drive off post and acu watchdog failure and acu power strobe failure were recorded several times in history. During analysis, the issue regarding the motor drive off post was not able to be duplicated, but the issue regarding acu watchdog failure was able to be duplicated (intermittently) during power up process. It was noted that the battery was depleted, low battery alarm was found in history, causing the pump motor off post issue. Service replaced the battery as a preventive measure and replaced the main printed circuit (pc) board to correct the reported issue. Service also powered up the device and all the functional tests passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited motor drive phase b post failure and acu watchdog failure. No patient consequences were reported. No adverse effects were reported.